Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a sensor scan result of 'lo' (reading less than 40 mg/dl) compared to an unspecified reading obtained on the built-in reader. Customer experienced symptoms described as dizziness, weakness, and a loss of consciousness and was seen at a hospital where a laboratory glucose result of 398 mg/dl was obtained. Customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown), and remained in the hospital for 24 hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. This also serves as a correction report. Labeled for single use was incorrectly documented in the initial MDR report.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a sensor scan result of 'lo' (reading less than 40 mg/dl) compared to an unspecified reading obtained on the built-in reader. Customer experienced symptoms described as dizziness, weakness, and a loss of consciousness and was seen at a hospital where a laboratory glucose result of 398 mg/dl was obtained. Customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown), and remained in the hospital for 24 hours. There was no report of death or permanent impairment associated with this event.